Manufacturer narrative:
Braemar manufacturing, llc have not received the affected device back for evaluation at the time of this submission. The affected device has not been returned by the patient. No additional information is known to braemar manufacturing, llc at this time.

Event description:
On (B)(6) 2019, the initial reported (patient) notified lifewatch services, llc ((B)(4)) that the "device shocked me in the middle of my heart". The patient indicated that the shock sensation was coming from the electrodes. The patient did not seek medical attention for the alleged event.

Event description:
On 22-may-2019, the initial reporter (patient) notified (B)(6) that the "device shocked me in the middle of my heart". The patient indicated that the shock sensation was coming from the electrodes. The patient did not seek medical attention for the alleged event. Note: braemar manufacturing, llc become aware date is 30-may-2019.

Manufacturer narrative:
The patient described that the device shocked her in the middle of her heart, specifically the electrodes. Based on the reported allegation of "patient felt shock in the middle of heart" was assessed by a health professional and was reported to FDA due to patient's subjective claim of serious injury. The patient did not seek any medical attention associated with the reported allegation. A replacement device was sent and the patient continued the service with no further problems. The patient has not returned the device associated with the allegation. The device history record was reviewed, with no contributing factors identified. There are no reports of previous allegations similar to the one associated with this case documented on file. No additional information is known to braemar manufacturing, llc at this time.

Event description:
On (B)(6) 2019, the initial reporter reported (patient) notified (B)(4), llc (registration number 3027765) that the "device shocked me in the middle of my heart". The patient indicated that the shock sensation was coming from the electrodes. The patient did not seek medical attention for the alleged event. Note: the braemar manufacturing, llc become aware date is 30-may-2019.